Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving an unknown concentration of baclofen at 75mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that there was a greater than expected residual volume at the first refill. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The pump logs were read and were normal. It was reported a dose adjustment was made to see the result. It was reported the issue was not resolved at the time of the report. The patient's status at the time of the report was "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Other applicable components are: product ID 8781 lot# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative, indicating that the patient did not experience any symptoms related to the volume discrepancy. It was reported that the cause of the volume discrepancy was not determined. A catheter revision was done on (B)(6) 2018. The expected and actual volumes during the refill were asked and were unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicating that the cause of the unspecified catheter problem that led to the catheter revision was unknown. The unspecified catheter problem was resolved. No further complications were reported.